Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 249 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels despite the delivery of boluses, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure. The patient's blood glucose history is as follows: (B)(6).